Event description:
It was reported a brisk blood return pre and post flush of PICC. A new line was installed. Priming the pump took about 14 ml of fluid (as per the pump display). The pumping sound and interval seems as usual. Reservoir volume was reset to 120 ml as per the prompt. The med amount was also 120 ml. The pump was started, but after some time noticed that the bag is not getting empty at a rate as it was expected. After 30 minutes, the pump indicated that the infusion is finished and 0 ml left in the bag. In reality, the bag was done a little more than half. Restarted the pump to finish the medication, and it took about 15 minutes to finish up the dose. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found that the sample does not contain the blue clip; no damage was found on the components. There was no evidence of the error or reported problem recorded in event history log. The sample was set for accuracy testing, of which the sample failed the test, thus, the failure mode reported is confirmed. It was reported that inadequate process controls for tube arch height and tube placement have allowed pump tubes on disposable to have too low a tube arch and to not be centered. Tight and misaligned pump tubes have resulted in reduced fluid delivery. By way of corrective action, the following were done improve manufacturing method to introduce range plates into production process for assembly pump tube and implement new inspection step using new equipment in production process. The source of the problem was traced to manufacturing. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken a DHR (device history review) was performed, and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: correction: catalogue number: d4: 21-7346-24.